Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 507652, implantable pacing lead, (B)(6) 2007; 419688, implantable pacing lead, (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient had several episodes of non-sustained ventricular tachycardia during admission. The event was reported to be possibly related to the device. The patient was monitored on telemetry and hospitalized for one week. The event was considered resolved at the time of the patient being discharged from the hospital. It was noted that the patient is part of the product surveillance registry. The device is still in use. No further patient complications have been reported as a result of this event.